Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use of a pre-tested tracheal tube, the inflation line was found to be broken. There was no patient harm reported. Additional information was requested.